Event description:
A 4.0x15 rx vision was deployed in the lad and a dissection was found distal to the stent. An attempt was made to deploy a 4.0x8 rx vision to treat the dissection. During advancing the stent delivery system the stent came off the balloon. The stent was re-wired and deployed in an unintended site, the stent had moved down into the lad. The patient was sent to surgery to treat the dissection. The patient is doing fine. No additional information was available.